Manufacturer narrative:
This report is submitted on april 22, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 for unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-02001.